Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had already a accolade ii stem and a titanium cup. The surgeon wanted to replace the head and insert by a constrained liner and new head. When both implants were placed, the surgeon tested stability, but the bipolar head of the constrained liner became loose from the liner. When he removed the ceramic head from the stem , the head broke. To solve all this , we took another constrained liner , with a metal 22mm head. Update per response: surgical delay 1 hour.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through visual inspection. Method & results -product evaluation and results: visual inspection of the returned device noted the following: the macroscopic surface features are consistent with an overload fracture propagating outward and longitudinally. This type of fracture pattern is created by overload hoop stresses caused by the wedge effect of the stem trunnion material analysis of the returned device noted the following: the returned ceramic head had fractured. The head likely fractured due to hoop stresses caused by the wedge effect. A continuous metal transfer ring was observed at the proximal end of the head taper. Base on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the device fractured due to overload. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the operative report and further interviews from the user are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had already a accolade ii stem and a titanium cup. The surgeon wanted to replace the head and insert by a constrained liner and new head. When both implants were placed , the surgeon tested stability , but the bipolar head of the constrained liner became loose from the liner. When he removed the ceramic head from the stem , the head broke. To solve all this , we took another constrained liner , with a metal 22mm head. Update per response: surgical delay 1 hour.